Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot separation include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or excessive force and manipulation of the device with the foot open when up against the vessel wall. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report mw5180161.

Event description:
User facility medwatch report # mw5180161 was received that states "perclose proglide foot plate broke off during procedure." No additional information was provided at this time.